Manufacturer narrative:
Sections with additional information as of 08-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 230, 255, 222, 228 and 310 mg/dl. The customer¿s expected am fasting blood glucose test result is 107 mg/dl and expected pm fasting blood glucose test result is 167 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/30/2024 and open vial date is on (B)(6) 2023. The meter memory was reviewed for previous test result history: result 1: 230 mg/dl . Date: (B)(6). Time: 11:23 pm. Fasting. Result 2 255 mg/dl. Date: (B)(6). Time: 1:36 pm. Fasting. Result 3: 222 mg/dl. Date: (B)(6). Time: 11:18 pm . Fasting. Result 4: 228 mg/dl. Date: (B)(6). Time: 10:02 am . Fasting. Result 5: 310 mg/dl . Date: (B)(6). Time: 5:42 pm. Fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self. The person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern. Unable to establish contact with customer at this time.